Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a guidewire coating damage occurred. The patient presented with symptoms of angina. The lesion was located in the left anterior descending (lad) artery. The lesion was 3.0-3.5mm in diameter and 24mm long. The lesion was pre-dilated with a 2.0x20mm balloon and treated with two overlapping non-bsc drug-eluting stents (3.0x12mm and 3.5x15mm). The stents were post dilated with two non-compliant balloons - 3.5x15mm and 4.0x15mm. During the procedure, it was reported that while advancing a choice pt graphix guide wire through the stent struts of a non-bsc stent into the diagonal artery, the coating from the tip of the wire came off. The detached portion moved "more distally in the diagonal branch". It is not known if the detached portion was removed from the patient's body or not. It was further reported that the patient became unstable and was sent to surgery due to stent thrombosis. The patients condition was reported as stable. It was further reported that the target lesion was located in the calcified bifurcation at the left anterior descending (lad) artery and the first diagonal. Resistance was felt during the procedure. The coating separated during removal of the wire through the stent. The wire was entangled with the stent.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a guidewire coating damage occurred. The patient presented with symptoms of angina. The lesion was located in the left anterior descending (lad) artery. The lesion was 3.0-3.5mm in diameter and 24mm long. The lesion was pre-dilated with a 2.0x20mm balloon and treated with two overlapping non-bsc drug-eluting stents (3.0x12mm and 3.5x15mm). The stents were post dilated with two non-compliant balloons - 3.5x15mm and 4.0x15mm. During the procedure, it was reported that while advancing a choice pt graphix guide wire through the stent struts of a non-bsc stent into the diagonal artery, the coating from the tip of the wire came off. The detached portion moved "more distally in the diagonal branch." It is not known if the detached portion was removed from the patient's body or not. It was further reported that the patient became unstable and was sent to surgery due to stent thrombosis. The patients condition was reported as stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the coating on the distal tip was peeled at 179.9cm to 180.2cm from the proximal end. The wire was bent 179cm to 180.4cm from the proximal end, and 51cm from the proximal end. The overall length of the wire measured 180.4cm. All outer diameter measurements taken were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was located in the calcified bifurcation at the left anterior descending (lad) artery and the first diagonal. Resistance was felt during the procedure. The coating separate during removal of the wire through the stent. The wire was entangled with the stent.

Manufacturer narrative:
(B)(4).